Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine pulse generator replacement. During preparation, fluoroscopy revealed that the atrial lead had dislodged. The lead had been previously disabled due to the patients chronic atrial fibrillation. The pulse generator was downgraded to a single-chamber system, negating the need for the atrial lead. The lead was capped during the downgrade procedure.